Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a seizure due to a hypoglycemic episode during which pt lost consciousness and bit his tongue. Paramedics were called and revived pt. After pt was revived his bg was measured to be in the 40's mg/dl. Pt was admitted to the hospital for 4 hours. During his call to dexcom technical support pt reports feeling ok but was still recuperating from a bleeding tongue and a sore mouth and muscles attributed to the seizure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.